Event description:
A malfunction alarm was reported, identified by a code and not caused by any notable prior events. There was no reported adverse impact to the customer's blood glucose level. Initially, the pump was reset by a colleague on emergency duty, but it was determined that replacement was necessary. The pump, still under warranty, has since been replaced, and the patient is able to continue using the current pump until the replacement arrives.